Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device "was locking up during use and making a grinding noise." As a result, there was a 35 minute delay to the start of the scheduled surgical procedure. There was an identical spare device available for use. There was no patient involvement reported. No patient harm, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.